Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2008 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2006 the patient underwent vaginal vault suspension, rectocele repair and cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion of the mesh, the patient experienced pain, infection, urinary problems and neuromuscular problems. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.